Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Subsequently, the customer experienced an elevated blood glucose (bg) value displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. The customer reverted to an alternate method for insulin therapy.